Event description:
A patient reported that his skin over the pacemaker started "burning" when he moves his arm. The device remains activated. No patient complications have been reported as a result of this event. Further information was received from the physician's office indicating that the sensation had since resolved, and that it was just part of the implant process with no residual effect. The device site is healed very well, with no un-approximating, no problems, and no burning at the site.

Event description:
A patient reported that the his skin over the pacemaker started "burning" when he moves his arm. The device remains activated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.